Manufacturer narrative:
UDI # unknown. (B)(4). The actual complaint sample was not returned for evaluation. The device history record for m6025t409 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that during closed circuit suction, the nurse was unable to pull the suction catheter back. The doctor allegedly extubated the patient and then re-intubated. No injury to the patient was reported. At the time of reporting,the child was in stable clinical condition.